Event description:
It was reported that the pacemaker recorded a signal artifact monitoring (sam) episode on the right atrial (ra) lead due to oversensing of the minute ventilation (mv) signal. This lead is a non-boston scientific product. It was noted the ra pacing impedances was low out of range measuring. Less than 200 ohms. At this time, the pacemaker and non-bsc lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).